Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a normal elective replacement procedure, there was an unknown white substance observed inside the pocket, near of the lead connector. There was also an infection, unrelated to the device or procedure suspected. A culture was performed and the material was analyzed in the lab and found it was not related to the device and leads. The device was explanted and the patient was in stable condition throughout the event.